Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the cx approximately 7 months post procedure, patient suffered left middle cerebral artery ischaemic stroke with no residual weakness. No treatment was carried out and patient recovered with sequelae. It is reported that ae is associated with a neurological event. Investigator and sponsor assessed that event is not related to device and antiplatelet medication. Cec adjudicated event as ischaemic stroke.